Manufacturer narrative:
X-ray was reviewed which confirms that the right 3 blockers (right l5, s1, and sacral screw blockers) migrated. A visual inspection was performed and deformation marks on the underside of the blockers indicate excessive torque was applied during final tightening during initial procedure. All three blockers were found to have more prominent deformation on one side, indicating rod was not horizontally seated in all 3 tulip heads. Additionally, two blockers have multiple deformation marks and chattering marks that indicate excessive torque and blocker migration. Visual inspection of rod was also performed which confirmed rod fractured. Wear marks are observed on the medial side of the rod which indicates rod was potentially improperly seated in screw head tulips. Wear marks from screw shank head observed on anterior side of rod show evidence of rod migration. Returned right l4 and l5 screws were inspected and found to have deep witness marks on the screw shank heads. Rod witness marks are deeper than expected for 12nm of torque indicating excessive torque. Witness marks are located on one side of screw shank head which indicates over angulation of tulip head and placement of rod in tulip head. Device history records were reviewed for this lot, and no relevant manufacturing issues were identified. Complaint history was reviewed, and no similar complaints for this lot were identified. The xia 3 spinal system instructions for use and surgical technique guides were reviewed. Extra caution is advised when: 1. The rod is not horizontally placed into the screw head. 2. The rod is high in the screw head. 3. An acute convex or concave bend is contoured into the rod. Once the correction procedures have been carried out and the spine is fixed in a satisfactory position, the final tightening of the blockers is performed. Place the anti-torque key around the screw head. Place the torque wrench through the anti-torque key until it is guided into the blocker. The torque wrench indicates the optimal torque force that must be applied to the implant for final tightening. Line up the two arrows to achieve the final tightening torque of 12nm. Note: do not exceed 12nm during final tightening. Improper selection, placement, positioning and fixation of these devices may result in unusual stress conditions reducing the service life of the implant. The most likely cause of the reported event was determined to be multifactorial. One cause was determined to be improper placement of implants. Rod wear marks, blocker deformation, and screw shank head witness marks indicate improper placement of rod in tulip heads and excessive torque applied to blockers. These factors can add additional stresses to the construct which may compromise the constructs mechanical integrity and functional lifespan. Secondary root cause was determined to be the age of implantation of device. Device was active for over 2.5 years. The intended purpose of implants is to provide temporary stability to facilitate potential fusion and are not designed to withstand the activity level and loads of normal healthy bone indefinitely.

Event description:
It was reported that the radius vitallium rod fractured and migrated post-operatively. Upon review of the provided imaging, it was observed that three xia blockers had loosened as well. Revision surgery has been performed. This record captures the first of the three xia blockers.

Event description:
It was reported that the radius vitallium rod fractured and migrated post-operatively. Upon review of the provided imaging, it was observed that three xia blockers had loosened as well. Revision surgery has been performed. This record captures the first of the three xia blockers.